Event description:
During a call to technical support, this peritoneal dialysis (pd) patient mentioned administering antibiotics during treatment. In a follow-up on (B)(6) 2024 it was reported that this patient was diagnosed with peritonitis, but did not require hospitalization. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. Device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During a call to technical support, this peritoneal dialysis (pd) patient mentioned administering antibiotics during treatment. In a follow-up on 17/oct/2024 it was reported that this patient was diagnosed with peritonitis, but did not require hospitalization. Attempts to obtain additional information were unsuccessful.

Event description:
During a call to technical support, this peritoneal dialysis (pd) patient mentioned administering antibiotics during treatment. In a follow-up on (B)(6) 2024 it was reported that this patient was diagnosed with peritonitis, but did not require hospitalization. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction provided in e1, e2, e3, and g2.